Event description:
The suture was used during a ileo femoral bridging and crossed right-left femoral bridging. The suture broke 3 hours post-operatively and the pt was returned to surgery for an acute hemorrhage. The pt received a transfusion as a result of the hemorrhage. The pharmacist in charge did not have the quantity of blood transfused to this pt.